Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s). Antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient was admitted to the emergency room because of headaches and sweating due to infection at the lead site. The trial lead was pulled on (B)(6) 2024, and the patient was later discharged from the hospital with antibiotics to address this issue.